Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2005. Additional, changed, and/or corrected data: a4, a5, a6, b3, d6a, h6, h11.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted and discarded.